Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition has improved. The customer is having a headache and frequent urination at this time but does not require medical attention. The customer went to the doctor on (B)(6) 2016 to get test strips. They took her blood test on (B)(6) 2016 and result was 133 mg/dl; on (B)(6) 2016 and result was 216 mg/dl. No hospitalization required. The doctor did advise customer the results are not too high but she can take 3 units of insulin after she eats. The customer was taken off lantus and put on lamimier.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred as soon as the strip is inserted in the meter. Customer has symptoms of excessive urination and blurry vision. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings and symptoms of excessive urination and blurry vision. Test strip lot manufacturer's expiration date is 01/29/2019 open vial date is undisclosed.